Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced breaches in aseptic technique which resulted in two episodes of abdominal infections. The breaches in aseptic technique were further described as ¿break in aseptic when operation¿. It was not reported if the patient was hospitalized for the events. The patient was treated with intraperitoneal unspecified drugs for the events. Pd therapy was ongoing. At the time of this report, the patient was recovered from the events. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.